Event description:
"Runs hot after 5 minutes of use" is stated on the repair request. The motor was used through out the entire surgery. Withdrew it after the surgery to be sent in. There was no patient impact.